Manufacturer narrative:
Hose assembly.

Event description:
It was reported by service report that the power pro that has a cut in the hydraulic hose and is leaking fluid. No pt involvement or adverse consequences are reported.